Event description:
Roche accu-chek inform ii control insert states that the date that the vial is opened, the 3 month expiration date needs to be recorded on the control vial. The label of the vial is made with a material that allows this information to be easily wiped off.